Event description:
It was reported that the patient needed help with getting the pain implant to work. The patient was told to do a reset sequence and try to get the implant to charge. Since the day prior to the report, it had not been charging. The next step would be surgery to replace the implant. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).